Manufacturer narrative:
The subject bflex 2 regular 5.0 single-use bronchoscope was not returned to verathon for evaluation. Since the device was not made available for analysis, the exact cause of the reported image issue could not be determined. Review of complaint history for lot ks250904 did not identify any other complaints associated with this lot. Verathon confirmed that the risk associated with the reported scenario has been adequately captured and characterized in the system risk assessment. Trending analysis for the bflex 2 regular 5.0 single-use bronchoscope does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, a bflex 2 regular 5.0 single-use bronchoscope was plugged in alongside a laryngoscope blade for approximately 10 minutes during case setup. When the case began, the crna selected the bflex 2 regular 5.0 scope to intubate a patient with a known difficult airway. The scope was confirmed to be powered on with an image visible prior to use. Upon insertion into the patient's nose, the image briefly turned red/green and then immediately went black. The crna unplugged the scope and completed the intubation using a mac3 blade, which remained connected throughout. The blade video was not in use at the time of the issue (not a dual-view setup). A verathon clinical specialist was present in the room, retained the affected scope, and attempted to recreate the reported issue multiple times without success. An additional attempt to replicate the behavior was conducted the following morning, again with no recurrence.

Manufacturer narrative:
B4, d9, g3, g6, h2, h3, h6, h11. The subject bflex 2 regular 5.0 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, the failure could not be duplicated. The system was powered with the bflex for over ten (10) minutes without issue. The bflex connection was manipulated but still no image issues were observed. The bflex passed both visual inspection and verathon's device functionality testing and confirmed to be within specification. The monitor and cable that were connected to the bflex during the reported incident were not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the bflex was scrapped due to being a single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.